Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 198-199 mg/dl. Prior to the report with tandem technical support, customer changed the cartridge and infusion set in attempt to resolve occlusions; therefore, no troubleshooting could be performed to determine a cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.